Manufacturer narrative:
H3: catheter 8784 - visual inspection of the sutureless connector (sc) identified coring and tearing in the cup of the connector. Visual inspection identified there was damage to the transition tubing. Catheter 8782 - analysis identified damage on the catheter body which is consistent with explant damage. The damage did not affect the performance of the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that during the procedure, the catheter was revised. The pump segment was removed because they found it to have a leak/hole right at the connection component to the pump. A new pump segment was then connected and implanted. The surgeon found the hole in the catheter by carefully pushing sterile saline through the catheter access port while the end of the catheter was pinched off by a clamp. This was a routine test that the surgeons at the account performed to look for holes in the pump segments of the catheter. It was reported that it was likely that the csf (cerebrospinal fluid) was leaking because of the small hole at the connection point of the catheter to the pump. It was noted that there was no way to test if csf was leaking again immediately post-op, but there was no leak/hole present once the new catheter was attached and working with the device system.

Manufacturer narrative:
Continuation of d10: product ID 8784, lot# serial# (B)(6) , implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type catheter pro duct ID 8782, lot# serial# (B)(6) , implanted: (B)(6) 2016, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6) , ubd: 11-mar-2018, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(6) , ubd: 25-feb-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2023-05-22 from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (unknown) via an implantable pump for unknown indications for use. It was reported that for the last  6-8 months the patient has struggled with spasticity and not feeling like he was getting the baclofen. The caller stated that stated they would be looking at doing a dye study if there was no issues on the pump logs. Additional information received from the healthcare provider via a device manufacturer representative on 2023-06-01 indicated that the providers were trying to determine if the cause of the patient's symptoms was related to tdd device or dbs device. The plan was to expire both options by slightly changing both therapies to determine if they can make symptoms better. The dbs programming was currently being changed. Additional information received from the manufacturer representative (rep) on 2023-06-22 indicated that catheters were explanted, as there was a catheter hole and leaking cerebrospinal fluid (csf).